Manufacturer narrative:
Concominant medical products: 4194 lead; dtbb2d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was not replaced and remains in use. During maneuvers, noise was observed on both the right atrial (ra) lead and rv lead. Far field rv oversensing was noted on the ra lead. A decrease in pacing impedance was noted in the rv lead and a slight decrease in impedance was noted in the ra lead. The leads remain in use.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was also noted to have high thresholds. The lead was replaced, but could not be explanted due to stenosis in the superior vena cava. The lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were explanted. While removing the rv lead, the innominate vein was ruptured. New ra and rv leads were implanted.